Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was not reported. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. Extraneal and physioneal therapy remained ongoing. At the time of this report, the patient remained hospitalized and is expected to be discharged in one to two days. Also at the time of this report, the patient is recovering. Though no breach in aseptic technique was reported, the patient was retrained on proper aseptic technique. No additional information is available.